Event description:
It was reported that during routine follow-up, a loss of capture was observed on the left ventricular lead. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.